Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The patient reported the doctor did not know what happened and did not give them an explanation regarding the circumstances or cause of something being dislodged during the last surgery, the ins not working, and leads being left due to scar tissue. An x-ray and CT scan were performed related to the issues. The patient reported the issues were not yet resolved. The patient said the device would be removed when something else needs to be done. The leads would be kept in place. No symptoms or further complications were reported/anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2014, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins). It was reported that the patient said during their last surgery something was dislodged and the device doesn't work. The caller stated that they are going to have the ins removed, and leave the leads in. The leads won't be removed due to there being too much scar tissue. No further complications were reported.